Event description:
Pt reports the needles they use with vyvgart were damaged when they received them; the safety covers were pulled up/locked before use. Unknown if pt missed any doses. No adverse events reported. Unknown if needles are available for return. Needle lot number: 6023379 with expiration date on 12/31/2030. No additional information or details available. Indication: chronic inflammatory demyelinating polyneuritis vyvgart dose: 1000 mg/10000 unit. Reference report: mw5190093. Patient codes: 4580 device codes: 1420, 1570. This report captures hypo needle # 2.